Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root is considered operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). The target lesion was pre dilated with a semi-compliance balloon. Then the lesion was dilated with 10/3.00 flextome cutting balloon pcb) at 5atm/10sec. During 2nd inflation it was noted that the balloon ruptured at 7atm/10sec. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patients condition was good.